Event description:
It was reported that his patient expired due to kidney failure. The patient advocate alleged that the kidney failure was precipitated by the dye used during pacemaker implantation. The field representative did not have any knowledge of the issue and could not provide any further information.